Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm rupture using a gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) or (B)(6) 2020, a CT imaging identified a distal type I endoleak. It was reported that on (B)(6) 2020, a reintervention was performed to treat the distal type I endoleak. The right internal iliac artery was embolized and two contralateral leg endoprosthesis (plc121400j and plc121000j) was implanted to the right external iliac artery. It was confirmed no endoleak by an angiography imaging. The patient tolerated the procedure. The physician¿s opinion: it was possible that landing zone was not enough, because the patient bilateral common iliac artery was short and the aneurysm was large. It might have been better to implant a stent graft was in the external iliac artery when the initial procedure. The patient were having a serious cough, it was possible that this cough led to the device migration and the distal type I endoleak.